Manufacturer narrative:
Investigation summary customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the barrel was damaged. The returned syringe was examined and exhibited a deformed barrel. Unable to perform DHR check for barrel damaged due to unknown lot number. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause for the defect cannot be determined. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: the barrel was damaged.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: the barrel was damaged.